Event description:
A customer contacted beckman coulter (bec) to report that a coulter lh 780 hematology analyzer was leaking bloody fluid under the blood sampling valve (bsv) area while performing morning maintenance. The volume of the leak was reported as 3 ml and the leak was contained within the instrument. Per customer, the instrument was giving probe wipe assembly errors and probe obstruction errors. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and protective eyewear at the time of the event. No injury or exposure was reported and there was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and found that the needle cartridge was spurting diluent from the top opening. Fse also discovered that the instrument had a defective hand detector. Fse replaced needle cartridge, probe wipe assembly and hand detector. No leaks were detected and no errors messages were displayed after parts were installed. The cause of the leak may be attributed to the malfunctioning probe wipe assembly and needle cartridge. However, the parts caused error messages to be displayed, alerting the operator to an instrument issue. (B)(4).